Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) umbilical hernia surgical procedure, the mega suturecut needle driver instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. There were issues related to opening/closing of the grips. There were cables visibly protruding from the distal end of the instrument. Reporter could not confirm if the protruding cables were ones that controls opening/closing of the jaws or the ones which controls up/down motion of the wrist. Photographic images of the device(s) or a video recording of the procedure are not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.